Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. Customer¿s blood glucose level was 200 mg/dl.